Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the ICD's sensing integrity counter contained thousands of short v-v intervals and non sustained tachycardia. A lead integrity alert (lia) was installed and a s2d evaluation was made. The patient returned to the hospital one day after with alerts. Lia was uninstalled and the number of intervals detected (nid) of 30/40 was unchanged. The patient will return to the hospital for a follow up. The devise is in use. No patient complications have been reported as a result of this event.